Event description:
It was reported that the micropituitary tip was broken during surgery. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.